Manufacturer narrative:
(B)(4). Product analysis : optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. This is consistent with misalignment.

Event description:
It was reported that the patient underwent surgery due to fracture. During the surgery, screw was found slipped and could not be used anymore. The surgeon had to change to another product to complete the surgery. No patient injury was reported.